Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer's blood glucose was 415 mg/dl, 41 mg/dl. Troubleshooting was not applicable at the time of the event. Customer stated they received stuck button alert. Customer stated face of the keypad fell off. The insulin pump will not be returned for analysis.